Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the patient was being treated for stones in the biliary duct. During the procedure, the nurse reported a pinched area on the catheter, about one and a half inches from the tip. The procedure was completed with another hydratome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) reload was received in good visual condition and partially fired which indicates that the device's firing cycle was interrupted. No functional test could be performed. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time additional information.(B)(4)

Event description:
It was reported that during a laparoscopic appendectomy procedure on the second firing with a white load the staple line was incomplete. The staples at the distal end of the cartridge did not deploy. There was some bleeding, unknown how much, but there was no blood products given. The device was reloaded with another white and the device worked fine. After that second firing and the device was removed it was noticed that the cartridge was loose. The patient was discharged and is doing fine.